Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump triggered a 'cassette is not attached properly. Reattach the cassette' alarm. This is a high-priority alarm that prevents device operation and interrupts therapy. There was no patient involvement, and no harm was reported.